Event description:
It was reported that during a replacement procedure due to normal battery depletion (nbd), this right ventricular (rv) lead body separated from the terminal pin when it was removed from the device header. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.